Event description:
On (B)(6) 2010, the pt reported, she received an e4 (occlusion) error on her insulin infusion device during bolus delivery. She stated, her infusion headset had been in use for 3 days. The pt was instructed to disconnect the tubing from her headset and perform a prime. She did so and insulin flowed. She removed her headset and discovered the headset cannula was bent. The pt changed her headset and tubing, primed, and reconnected to her device. She successfully delivered the remaining units of her bolus. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.